Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. A partial lead with the connector pin measuring 39.2cm was returned for analysis. External insulation abrasion was noted at 13.9-14.1cm, 17.2-17.5cm, and 21.1-21.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations.